Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, sensor glucose vs. Blood glucose, unexpected suspend [low sg]. The customer reported blood glucose value of 71 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1884l, mmt-7040a, mmt-382a, mmt-332a, mmt-7841zn. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. Customer reported low bgs. Customer has not been using the insulin pump system within 48hrs of reported low bg event. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Customer requested to run tester procedure for the transmitter. Tester procedure passed. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-7040a. No product return is required for mmt-382a. No product return is required for mmt-332a. Mmt-7841zn was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.